Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The cartridge, infusion set and site were changed. Blood glucose was 311 mg/dl. During a pump system check, the customer reported that the pump may have been exposed to a temperature change during a bolus delivery when the occlusion alarm had occurred.